Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that phrenic nerve stimulation was observed during implant of this system. A revision procedure was performed and the left ventricular(lv) lead was repositioned. No additional adverse patient effects were reported.